Manufacturer narrative:
The covidien customer support engineer (cse) replaced the gui central processing unit (cpu), and also replaced the backlight inverter pcbs as a precaution. The cse completed all testing and calibrations as per the manufacturer's specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a loss of graphical user interface (gui) communication device alert. There was no reported patient involvement. The date of the event is unknown.